Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was alleged to be inaccurate. Reportedly, the cgm blood glucose (bg) reading was over 500mg/dl, and the meter bg reading was 60 mg/dl. Customer experienced blurred vision, general weakness, tachycardia, feeling of fainting, vomiting, and was admitted to the intensive care unit (ICU) with a high ketone level and blood glucose (bg) level of 230 mg/dl. Customer administered a manual injection and was treated with a intravenous fluids of saline and insulin, and one bottle of 4% bicarbonate to address the elevated bg. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies.